Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative laparoscopic colon procedure, the patient had intestinal anastomotic dehiscence six days after the device completed the anastomosis. The patient was re-operated with endovac has been applied and stomia of protection has been carried out. The patient is currently doing fine.